Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at the design house in (B)(4). The reported self-test failure was confirmed through review of the device logs. The investigation determined that the most probable root cause was a missing air filter due to an operator error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).